Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 31432711l and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. E 1. Initial reporter phone: (B)(6). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) - paroxysmal ablation and the patient experienced a stroke. It was reported that the patient had a suspicion of a stroke after the procedure (same day as the procedure). It was reported that the patient could not lift up his arm properly; however, he could talk/speak properly. The patient did an MRI, a week later and everything was clear. There was no sign of stroke. The patient was reported alive and completely recovered. There was no specific issue with any of the three systems used (piu, trupulse, ngen). The procedure went fine, and they treated the patient like they wanted/planned. The procedure was completed successfully. No delay was reported. With the initial information available, this event was assessed as non MDR reportable. However, on 23-jan-2025, additional information was received. It was specified that the patient had a cerebrovascular accident. Patient had a computed tomography (CT) shortly after the procedure and a magnetic resonance imaging (MRI) a few days after. No other medical interventions were performed. Patient fully recovered however required extended hospitalization (4-5 days longer for observation). Loss of strength in arm almost completely resolved. With the additional information received, the event was re-assessed as MDR reportable with an awareness date of 23-jan-2025. It was reported that the patient had parkinson disease and did not take his medication all day; however, it was not seen as cause of the adverse event. The procedural activated clotting time (act) was above 350. There were no intracardiac device used during the procedure to assess microbubbles and no impedance errors during the case. No evidence of char / thrombus / clot during the procedure. Correct catheter settings were selected on generator and there were no issues with flow rate change at the start of ablation. The number of performed ablations with the varipulse catheter was 21, all fully completed.

Manufacturer narrative:
Correction to the initial report: full UDI has been populated to field d4. Primary UDI number. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).